Manufacturer narrative:
The subject product was returned for evaluation and confirmed for a fluid leak. Fluid has entered the motor housing going beyond the lip seal of the motor mount and into the battery compartment. Excessive sealant and cracks were identified on the motor mount which appears to be allowing fluid to leak through the motor. Root cause is assessed to be manufacturing related. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2020.

Event description:
It was reported that at the end of a laparoscopic cholecystectomy performed on (B)(6) 2020, when the battery compartment of the hydro-surg plus laparoscopic irrigator was taken apart, water was noted in the battery chamber. There was no reported patient injury.